Event description:
The facility's biomedical tech reported an infusion pump with a failure code 810:04. The tech reported that the failure did not happen during pt use or biomed testing. The hosp tech also stated that there have been no reports of any pt incident involving this pump since the last baxter service event.